Event description:
The customer reported water spilled over it while it was powered on during maintenance involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.